Event description:
A report was received on 13 apr 2023 from the medical doctor (md) of a 73-year-old male patient with end stage renal disease, who stated the patient experienced an allergic reaction during a continuous renal replacement therapy (crrt) on (B)(6) 2022. Additional information was received on 13 apr 2023 from the md stating the patient experienced hypotension with associated tachypnea approximately one hour after initiating crrt with the nxstage system. The patient was changed to a filter with different composition and continued crrt.

Manufacturer narrative:
No lot number was provided and no product was received for evaluation. All devices must meet quality requirements and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.